Event description:
Customer reports two fiber leaks at the onset of treatment noted by observation of blood in the dialysate line and confirmed by hemastix. One fiber leak occurred on 11/17/99 and the other occurred on 11/27/99. Estimated blood loss was 250cc and treatments were continued with new disposables without incident. No pt injury or medical intervention reported.